Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d274drg implantable cardioverter defibrillator 2011-(B)(6). (B)(4).

Event description:
It was reported that oversensing of noise on the right ventricular lead triggered a lead integrity alert. The pace/sense portion of the lead was capped and replaced with another pace/sense lead. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.